Event description:
It was initially reported that the pump was alarming due to a low reservoir. The pump was refilled and the alarm continued. The refill interval was decreased. Some time later the pump was read and showed only a low reservoir alarm. There was no motor stall. The patient experienced some increased spasticity. The physician decided to just "watch her for a few days." Drug delivered via the device was lioresal. It was later reported that the patient had seen a physician on (B)(6) 2011 in regards to a mass on her mid-back, of which had been there since (B)(6) when the patient's refill date was missed. The patient was admitted to a hospital for observation and a CT scan. The patient's dose was increased on (B)(6) 2011. On (B)(6) 2011, a catheter dye study revealed that the catheter was patent. No (B)(4) study was performed.

Manufacturer narrative:
(B)(4).